Event description:
It was reported to philips that the customer received an image storage error on the ip-pc. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed image disk problem with the ippc. Review of the log files showed image disk related issues. Upon troubleshooting fse found ip pc was failing. Fse researched history and found multiple image disk create restores were performed and discussed with specialist and rtac recommends replacing ippc and hard drives. The defective parts were returned for analysis, for ip pc, malfunction was not observed. However, to resolve the issue, fse replaced the ippc and hard drives. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.